Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) reports that customer was having difficulties with insulin pump. She states that insulin pump was not giving the correct insulin amount. Customer is not in office with (B)(6). (B)(6) was advised that customer would need to call helpline to report issue. No further information provided.